Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) batteries did not last for pm. There was no patient involved.

Manufacturer narrative:
The field service engineer replaced main batteries (0146-00-0039). Unit passed all calibration, functional and safety tests that were performed. The unit was returned to the customer for clinical use.